Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips bench repair personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm 100 defibrillator/monitor indicating that the equipment does not have a therapy port. It is unknown whether the device was in clinical use, however no harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.